Event description:
Info received indicates the bed has no bed functions due to fluid ingress onto the power supply board.

Manufacturer narrative:
The technician replaced the power supply board to repair the bed.